Manufacturer narrative:
Concomitant medical products: product ID: 5076-45 lead, implanted: (B)(6) 2007. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that noise was noted on the right ventricular (rv) lead. The lead was capped and replaced with the pace/sense portion of a high voltage lead. No patient complications have been reported as a result of this event.